Event description:
Vapotherm received a report from the FDA regarding buffalo children's hospital. The letter describes an intubated patient who had positive cultures for ralstonia. Six of their vapotherm units were cultured by the hospital lab for disinfection. Cultures were taken from the water side of the machine. The reporter stated that samples were sent to the cdc.